Manufacturer narrative:
A visual evaluation was performed. The endoscope attachment strap was broken off, confirming the complaint, and the detached portion of the strap was returned. The catheter demonstrated signs of use. As received, the wcs protruded. The tips of the protruding sleeve were frayed. A functional assessment was performed and maximum wcs protrusion was observed when the distal tip was articulated by turning the large knob in the counterclockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, the strap broke on the spyscope. The procedure was completed with another spyscope digital access and delivery catheter. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.